Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the mesh graft sleeve was blocked. On (B)(6) 2018, it was clarified that the defect was noticed on (B)(6) 2018 during kit inspection. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated skin graft mesher serial number (B)(4) four times as documented in the repair reports. The last repair was (B)(6) 2017 where it was reported that the device was damaged in transport and the bottom roller and washer bearings were replaced. This is not a related issue. Product review of the skin graft mesher by medicrea on (B)(6) 2018 revealed that all four cutters produced passing sample meshes. The device was within calibration. The device produced an incomplete mesh with the test cutter. The ratchet gear and roller were both damaged. Repair of the skin graft mesher was performed by medicrea on (B)(6) 2018 which included replacement of the bottler roller, washer bearings, and ratchet gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during product review there were no components that were blocked. The root cause of the mesh graft sleeve being blocked cannot be specifically determined with the provided information since during product review there were no components that were blocked. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that in mesh graft sleeve was blocked. This was found during kit inspection by the after sales department. Investigation found that the device produced an incomplete mesh with the test cutter.